Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient had a partial knee replacement done in (B)(6) 2011. Patient states, that he is very active and that his knee hurts when he wakes up in the morning. His knee hurts when he sits or drives for long periods. His knee also hurts if he walks slowly. Patient is also reporting swelling in his knee.